Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the electronic starclose instructions for use (IFU), states: do not use the starclose se vascular closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). It is unknown if the IFU deviation contributed to the reported difficulties. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effect(s) of hematoma and infection and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention, and medication required were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date of event, concomitant medical products: estimated date. (B)(4). The device will not be returned for analysis. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. Attachment: article titled: analysis of predictive and preventive factors for access complications associated with vascular closure devices in complicated endovascular procedures.

Event description:
It was reported through a research article identifying starclose devices that were related to the following outcomes: access site infections treated with antibiotics, 3-6 cm hematomas that resolved without treatment, and prolonged hemostasis requiring manual compression >2 minutes. There were axillary (off-label use) and femoral punctures. Specific patient information is documented as unknown. Details are listed in the attached article, titled "analysis of predictive and preventive factors for access complications associated with vascular closure devices in complicated endovascular procedures".